Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient date of birth was not reported. The device lot number is not available / not reported. The expiration date of the device is not known. The initial reporter email address, and phone are not available / reported. The device manufacture date is not known as the product lot number of the device is not available / not reported. The adverse event was reported via the (B)(6)study, a (B)(6) year old female patient with a history of hypothyroidism presented with asphasia on (B)(6) 2020 upon waking up after an emotional event; it was reported that the patient had recently suffered a loss of her twin brother. Magnetic resonance imaging (MRI) of the brain revealed a left stroke with the middle cerebral artery (m1 segment) occlusion with an nih stroke scale (nihss) score of 5. The patient underwent a mechanical thrombectomy procedure using a 5 x 33mm embotrap ii revascularization device (et007533 / lot# unknown), a sofia® 6f aspiration catheter (microvention-terumo), 4mm x 20mm trevo® retriever (stryker), and 6mm x 40mm solitaire¿ stent retriever (medtronic). The thrombectomy procedure was considered difficult with 7 passes required, but the patient showed immediate improvement with an nihss score of 1. A few hours after the procedure, the patient developed an intense headache. Diagnostic imaging revealed a left temporoparietal hematoma; systematic hemorrhagic stroke transformation without immediate indicate of surgery (nihss score of 5). The patient was transferred to neurosurgery for clinical observation on (B)(6) 2020. It was last reported that the patient is still recovering from the event. Per the study investigator, the intracerebral hemorrhage was serious and life-threatening. Both the study investigator and the sponsor feel that there is a reasonable possibility that the event was related to the procedure. The case report form documented that the ¿case is related.¿ based on complaint information, the device was not available to be returned for analysis. The device lot number was not available. The device history record (DHR) review could not be performed without the lot number. Product analysis cannot be conducted as the product was not returned for analysis. In addition, there was no report of malfunction associated with the device. As such, the investigation will be closed. Hemorrhage is a well-known extensively documented potential complication associated with endovascular mechanical thrombectomy and is listed in the embotrap instructions for use (IFU) as such. The embotrap ii revascularization device is intended to restore blood flow in the neurovasculature by removing thrombus in patients experiencing ischemic stroke within 8 hours of symptom onset. Hemorrhagic transformation (ht), which refers to a spectrum of ischemia-related brain hemorrhage, is a frequent spontaneous complication of ischemic stroke that is especially common after thrombolytic therapy. The incidence of spontaneous hemorrhagic transformation ranges from 38% to 71% in autopsy studies and from 13% to 43% in CT studies. Also, because of diminished autoregulation in vessels supplying the infarcted tissues, there is an increased risk of hemorrhage upon return of normal blood flow. Review of the available information suggests that patient, procedural, and pharmacological factors may have contributed to this event, rather than the design or manufacture of the device. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The adverse event was reported via the (B)(6) study. A (B)(6) year old female patient with a history of hypothyroidism presented with asphasia on (B)(6) 2020 upon waking up after an emotional event; it was reported that the patient had recently suffered a loss of her twin brother. Magnetic resonance imaging (MRI) of the brain revealed a left stroke with the middle cerebral artery (m1 segment) occlusion with an nih stroke scale (nihss) score of 5. The patient underwent a mechanical thrombectomy procedure using a 5 x 33 mm embotrap ii revascularization device (et007533 / lot# unknown), a sofia® 6f aspiration catheter (microvention-terumo), 4mm x 20mm trevo® retriever (stryker), and 6mm x 40mm solitaire¿ stent retriever (medtronic). The thrombectomy procedure was considered difficult with 7 passes required, but the patient showed immediate improvement with an nihss score of 1. A few hours after the procedure, the patient developed an intense headache. Diagnostic imaging revealed a left temporoparietal hematoma; systematic hemorrhagic stroke transformation without immediate indicate of surgery (nihss score of 5). The patient was transferred to neurosurgery for clinical observation on (B)(6) 2020. It was last reported that the patient is still recovering from the event. Per the study investigator, the intracerebral hemorrhage was serious and life-threatening. Both the study investigator and the sponsor feel that there is a reasonable possibility that the event was related to the procedure. The case report form documented that the ¿case is related.¿

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR is to include the additional event information received on 4/27/2020. [Additional event information]: on 27 april 2020, additional information was received. The lot number of the 5mm x 33mm embotrap ii revascularization device was 19e150av. The clot length was 8mm. At the time of the stroke presentation, the patient did not receive intravenous thrombolytic treatment. A total of 8 passes were required during the study procedure to reach a tici score of 3 (complete perfusion). The baseline tici score was 0 (no perfusion). The embotrap device was used during passes 5 and 6, but the device did not recanalize the vessel. The tici score was 2b (partial perfusion) before the fifth pass and remained at 2b after the sixth pass. Mechanical pump aspiration was used for all 8 passes. There were no reported intraoperative complication or study device deficiencies. The reported intracerebral hemorrhage necessitated medical treatment and management in intensive care. On (B)(6) 2020, the patient was discharged home with residual symptom of persistent cephalalgia. Per the study investigator, the hemorrhage was related to the study procedure and possibly related to the embotrap device. A review of device history record (DHR) confirms that there were no issues with the assembly of the lot (19e150av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Hemorrhage is a well-known extensively documented potential complication associated with endovascular mechanical thrombectomy and is listed in the embotrap instructions for use (IFU) as such. The embotrap ii revascularization device is intended to be used to restore blood flow in patients experiencing an acute ischemic stroke due to a large vessel neurovascular occlusion. Hemorrhagic transformation (ht), which refers to a spectrum of ischemia-related brain hemorrhage, is a frequent spontaneous complication of ischemic stroke that is especially common after thrombolytic therapy. The incidence of spontaneous hemorrhagic transformation ranges from 38% to 71% in autopsy studies and from 13% to 43% in CT studies. Because of diminished autoregulation in vessels supplying the infarcted tissues, there is an increased risk of hemorrhage upon return of normal blood flow. Review of the available information suggests that patient and procedural factors may have contributed to this event, rather than the design or manufacture of the device. Reference: hemorrhagic transformation after cerebral infarction: current concepts and challenges. Ann transl med. 2014 aug; 2(8): 81. Doi: 10.3978/j.issn.2305-5839.2014.08.08. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event of failure to detach was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.